Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had a critical battery alarm and was power switching. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the battery passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Log file analysis was not conducted since log files covering the reported event date were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed on (B)(6) 2018. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of premature power switching event after lubrication can be attributed, but not limited, to a communication error, momentary disconnection due to fretting corrosion of the controller power port pins, and/or momentary disconnection due to a worn controller power port pin socket contact spring. Events involving critical battery alarms are most often attributed to communication errors between the controller and battery or the battery depleting below 10%. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. A possible root cause of the reported critical battery alarms may be attributed, but not limited to communication errors and/or the depletion of the battery below 10% rsoc. If information is provided in the future, a supplemental report will be issued.